Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the right cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. The pump tubing was cut down to the pump block; no tubing was returned for analysis. No leaks were identified; however, the pump did not pass activation testing. The returned cylinder was microscopically inspected, and leak tested. The cylinder exhibited wear at a fold in the proximal, middle, and distal sections of the cylinder; a hole was observed at a corner of the proximal fold. A leak was detected with cylinder bulge between the inner and outer cylinder body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis confirmed the reported clinical observation of cylinder bulge and device not functioning as expected. With all available information, boston scientific concludes the most probable cause of the reported event to be traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the right cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.